Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the about 3.5 hours into the procedure blackout occurred while using the otv-s300 (video system center) and ltf-s190-10 (deflectable videoscope) in combination. The system started up after turning off the power, unplugging the device, and plugging it back in. The procedure was completed with same set of devices. There were no reports of patient harm.

Manufacturer narrative:
E4 was inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to damage to the image sensor unit (such as a broken wire) due to stress from use, external factors, or handling, or by a failure of the components mounted on the electrical board (ic chip, capacitor, etc.). The inspection method for this issue is described in "chapter 3, preparation and inspection, 3.8 inspection of combined functions with related devices" in the instruction manual (operation). Olympus will continue to monitor field performance for this device.